Event description:
A report was received that during an implant procedure the pt experienced respiratory failure. The physician implanted two leads, but removed them when the pt experienced respiratory failure. The physician does not feel the respiratory failure was device or procedure related. The pt was not given treatment, but was held overnight in the hospital. The pt was released from the hosp and is reportedly doing well.

Manufacturer narrative:
The explanted devices were not returned to bsn because they were kept by the medical facility. This is the final report.